Manufacturer narrative:
4 pen needle units impacted by this event. See enclosed completed medwatch section c.

Event description:
Agency name: (B)(6). When did it occur? : during use hypodermic needle injury: no other treatment: no were the returned items used? : yes if they were used, was something attached to them? : insulin solution returned quantity: 4 details of the event (timeline, history, etc.): when I tried to test microfine pro, the solution did not come out. This happened many times. Upon confirming the actual product returned from the patient, the back needle was bent.

Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue as bent and broken cannula npe. The root cause cannot be determined, as the returned samples were opened. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.